Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd ultra-fine¿ nano¿ pen needle, the device experienced the inability to deliver insulin/medication. This event occurred three times. The following information was provided by the initial reporter. The customer stated: a patient brought several pen needles to the pharmacy (customer), stating that the drug solution didn't come out.

Event description:
It was reported when using the bd ultra-fine¿ nano¿ pen needle, the device experienced the inability to deliver insulin/medication. This event occurred three times. The following information was provided by the initial reporter. The customer stated: a patient brought several pen needles to the pharmacy (customer), stating that the drug solution didn't come out.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/21/2021. H.6. Investigation: nine open 32g x 4mm pen needle samples and four photos were returned from lot. No. 0260330, cat. No. 320559. Visual examination of the returned samples was carried out and a broken non patient end of cannula was observed on eight samples and a bent non patient end of cannula was observed on the remaining one sample. Due to the condition the samples were returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.